Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the image intermittently flickered, however, the reported event of no image could not be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the image was intermittent and flickering. In addition, the instrument channel leaked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device stopped working during a procedure and the screen turned black. The procedure was completed with another similar device. Additional details were requested regarding the reported event. No additional information was provided. There was no effect on the patient due to the event.